Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a flouronav spine procedure, the surgeon placed the spine clamp on the patient and noticed that a screw was stripped. The surgeon tightened on the spinous process and proceeded with navigation. No further details, regarding how the damage occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.